Event description:
Reportable based on device analysis completed on 04may2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 3.50 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non-boston scientific device. No patient complications were reported. However, device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 3.50 x 48 stent delivery system was returned for analysis. A visual examination of the stent found stent damaged in three places from the distal end of the stent to the mid-section. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.